Manufacturer narrative:
Till today, the medical product is not available for analysis and could therefore not be examined itself, the provided information was analyzed. As described in the clinical complaint, interference signals can be seen in the rv and ff channel, as well as an inadequate charge process. Despite the available information, no final evaluation of the cause of the defect can be made because this would necessitate examining the lead itself.

Event description:
Ous MDR - during the routine ICD follow-up on 16-feb-2018 oversensing with artefacts was noted. The lead was capped and a new lead was implanted on (B)(6) 2018.